Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the anchor broke. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. One 72201541 bioraptor suture anchor device reported on. It was used for treatment but was not returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. It provides technique driven instruction. Per instructiosn for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Do not alter the implant or instrumentation, otherwise performance may be compromised.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product material met quality specification requirements of validated design. No root cause related to the manufacturing was confirmed.

Manufacturer narrative:
The reported 72201541 2.3 bioraptor pk suture anchor, used in treatment, was returned for evaluation. The information provided states: ¿during surgery, the anchor broke¿. Visual assessment confirms complaint. Remaining part of the anchor is free from the inserter. The broken piece was not returned. The major diameter of the anchor was found to meet print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.